Event description:
It was reported that the patient experienced an inadequate stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 5104764. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4).